Event description:
It was reported that a vns pt presented high lead impedance readings during a follow up visit after a recent generator revision surgery. The pt was programmed on in the operating room; however, the exact settings were unk. The pt underwent a lead revision surgery and during the procedure, the surgeon noted a lead break. Good faith attempts to obtain additional info have been unsuccessful to date. Attempts to obtain the explanted lead are currently being made.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.